Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. The customer performed cleaning of probes including sample probe 1 and also cleaned the drain aliquoter. A siemens headquarter support center (hsc) reviewed the instrument data, which does not show any systemic or delivery issues. The falsely low result repeated low when tested from the same aliquot, and was likely caused by a preanalytical factor and not the instrument or reagents. Replicates from new aliquots from the original sample provided correct results. The customer did not provide data related to centrifugation or sample handling. The cause of falsely depressed bhcg results on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed beta human chorionic gonadotrophin (bhcg) results were obtained on a patient sample, when ran in duplicate on a dimension vista 1500 instrument (serial number (B)(4)). The discordant results were not reported to the physician(s). The sample was repeated on the same dimension vista instrument and on an alternate dimension vista instrument (serial number (B)(4)), both resulting higher. The corrected result obtained on an alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed bhcg results.